Event description:
This pi is for the robot used in the primary procedure. The event was manipulation under anesthesia (mua) happened at (B)(6) mainland after primary total knee arthroplasty. The patient was enrolled in an active investigator initiated study (B)(4) with title "post-market study of robotic-arm assisted total knee arthroplasty".

Manufacturer narrative:
Reported event: this pi is for the robot used in the primary procedure. The event was manipulation under anesthesia (mua) happened at (B)(6) mainland after primary total knee arthroplasty. The patient was enrolled in an active investigator initiated study. Product evaluation and results: product inspection was not performed as product was not returned for inspection. Product history review: review of the device history cannot be conducted as the lot number is unknown. Complaint history review: review of the complaint history cannot be conducted as the lot number is unknown. Conclusion: the failure could not be determined as the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened. H3 other text : device not returned.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
This pi is for the robot used in the primary procedure. The event was manipulation under anesthesia (mua) happened at (B)(6) medical center mainland after primary total knee arthroplasty. The patient was enrolled in an active investigator initiated study (2016-005) with title "post-market study of robotic-arm assisted total knee arthroplasty".